Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Details of the implant are unknown; the endurant bifurcated stent graft system may have been placed at the same time or some time after the patient had an open repair with a surgical tube graft, which possibly was implanted for a pre-operatively ruptured aneurysm. The tube graft may have required intervention for a post-open repair endoleak, which is why the endurant stent grafts were implanted. It was reported that the tube graft and endurant stent grafts were explanted and discarded at another hospital on an unknown date. At first, an endoleak of the endurant bifurcated stent graft was suspected, but then it was determined that the surgical tube graft had an infection. The patient was successfully converted. There seemed to be no problem with the endurant stent grafts. No further information has been provided. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Explant date: exact date of explant is unknown. Evaluation, results: inherent risk of procedure (conversion to surgical repair); (lack of information, unknown cause of event). Evaluation, conclusions: (lack of information, unknown cause of event).